Event description:
It was reported that broach handle broke off during use. No delay was reported. Is unknown if smith and nephew backup was used. No harm to patient reported.

Manufacturer narrative:
The associated complaint devices were not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.